Event description:
It was reported that this left ventricular (lv) lead exhibited out of range intrinsic amplitude measurements. Additionally, review of the presenting electrogram (egm) showed loss of capture (loc). Technical services (ts) recommended further review with a programmer. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.